Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding).') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine polyp ("uterine polyps"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine polyp, abdominal pain, back pain, dyspareunia, vaginal infection and vaginal discharge outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, back pain, dyspareunia, menorrhagia, pelvic pain, uterine polyp, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal infection, vagina discharge, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- event injury updated to pelvic pain. New events abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal infection, vagina discharge, uterine polyps were added. Patient information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.